Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review due to constant low flow alarms on (B)(6) 2024. The log files contained normal pump parameters and confirmed low flow hazard events occurred on (B)(6) 2024. The patient visited the clinic for an echocardiogram (echo) and computed tomography angiography (cta). The patient had mildly elevated blood pressure, which was treated with intravenous diuretics and milrinone and their blood pressure was controlled. As a result the low flow alarms slowed significantly. The cta results showed there was a significant peripheral mural thrombus noted in the proximal segment of the outflow cannula, with greater than 50% narrowing of the lumen. Flow appeared to be preserved through the remainder of the cannula. There was no evidence of pulmonary embolus. The echo results showed the left ventricle was severely dilated and there was severely increased ventricular mass and eccentric hypertrophy. Additionally, severe global hypokinesis was present. Results also showed severely reduced systolic function with a visually estimated ejection fraction of 5 - 10%. The echo was unable to grade diastolic function due to e-a fusion. The inflow cannula was visualized in the mid cavity with laminar non-obstructive flow. The outflow cannula was not well visualized in the echo. The septum was shifted towards the right ventricle. The echo also showed the right ventricle was severely dilated with severely reduced systolic function. The left atrium was also severely dilated and the left atrium volume index was 48.9 ml/m2. The right atrium was dilated and the aortic valve showed mild transvalvular regurgitation. It was noted that on left ventricular assist support (lvad) support, the aortic valve did not open. The tricuspid valve had moderate transvalvular regurgitation. The right ventricular systolic pressure was > 40 mmhg and right atrium pressure was 15-20 mmhg. On (B)(6) 2024 the extrinsic outflow graft obstruction (eogo) was stented. The patient was conscious sedated during the procedure, the stent went well but was challenging. To insert the stent, the outflow graft was ballooned first and then the stent was placed, but the stent itself had a narrowing, so the area was ballooned a second time and the narrowed section was corrected. Following the procedure, the pump speed was set to 6000 rpm but flows remained at 3.2 lpm. The team deemed the low flows to have been related to the patient's low mean pressure and the sedation. It was noted that no echocardiogram was performed in the catheter lab. On (B)(6) 2024 the patient was taken to the operating room due to a stroke.

Manufacturer narrative:
Section g2: updated. Additional codes: health effect - clinical codes: 2262 - cardiogenic shock 1891 - intracranial hemorrhage 4868 - hemodynamic instability 4499 - renal impairment. Abdelmaseih, r. Et al. (2025). Ivus guided transfemoral stenting of lvad outflow graft obstruction - transforming cardiovascular care. Journal of the american college of cardiology, 85(12), 2918. Https://doi.org/10.1016/s0735-1097(25)03402-3. University of texas medical branch, galveston, tx, USA. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced constant low flow alarms. Additional information was later provided through the research article¿ ivus guided transfemoral stenting of lvad outflow graft obstruction ¿ transforming cardiovascular care¿ published on 29mar2025. The patient also had worsening renal function, fluid volume overload, and worsening right ventricular dysfunction, and cardiogenic shock. The patient presented with non-ischemic cardiomyopathy and was noted to not be on anticoagulation therapy due to a prior intracranial hemorrhage (manufacturer report number: 2916596-2025-03579). Review of the submitted log files revealed multiple low flow alarms on 07may2024. No other unusual alarms or events were captured. The pump was noted to have a flow of 2.4 lpm and a speed of 5800 rpm at the time. The patient was brought into the clinic for a transthoracic echocardiogram (echo) which revealed worsening right ventricular function. A computed tomography angiography (cta) was performed which confirmed outflow graft obstruction with a significant peripheral mural thrombus noted in the proximal segment of the outflow cannula, with greater than 50% narrowing of the lumen, causing severe stenosis in the outflow bend resistant area. The patient had mildly elevated blood pressure, which was treated with intravenous diuretics and milrinone. Their blood pressure was controlled and as a result the low flow alarms slowed significantly. Flow appeared to be preserved through the remainder of the cannula. There was no evidence of pulmonary embolus. Additionally, symmetric groundglass opacities were noted in the posterior inferior left upper lobe, which may represent asymmetric edema or atelectasis. Additionally, small bilateral pleural effusions with bibasilar atelectasis were observed as well as marked cardiomegaly and fatty liver. The echo results showed the left ventricle was severely dilated and there was severely increased ventricular mass and eccentric hypertrophy. Severe global hypokinesis was present. The results also showed severely reduced systolic function with a visually estimated ejection fraction of 5 - 10%. The echo was unable to grade diastolic function due to e-a fusion. The inflow cannula was visualized in the mid cavity with laminar non-obstructive flow. The outflow cannula was not well visualized in the echo. The septum was shifted towards the right ventricle. The echo also showed the right ventricle was severely dilated with severely reduced systolic function. The left atrium was also severely dilated and the left atrium volume index was 48.9 ml/m2. The right atrium was dilated and the aortic valve showed mild transvalvular regurgitation. It was noted that on left ventricular assist support (lvad) support, the aortic valve did not open. The tricuspid valve had moderate transvalvular regurgitation. The right ventricular systolic pressure was > 40 mmhg and right atrium pressure was 15-20 mmhg.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1: corrected. Section h6: corrected. Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) cannot be confirmed as no imaging was provided and the product remains in use. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files revealed multiple low flow alarms. No other unusual alarms or events were captured. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension, renal dysfunction, right heart failure, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.